Event description:
It was reported that during the rotator cuff repair, the jaws did not grab the suture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based off the information provided a most likely cause is attributed to wear and tear considering the age of the device (manufactured on 17-sep-2024).